Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the ER (emergency room) after receiving inappropriate shocks. It was found that the right ventricular (rv) lead was t-wave oversensing. It was noted that the egm (electrogram) showed that all episodes had t-wave oversensing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.